Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the right atrial (ra) his lead exhibited no capture since shortly after implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.